Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by patient's spouse that the sprint fidelis lead "never worked right." Further reported "if he would have heard the bell, he would have been in to see the md sooner." Stated the patient could not hear the alarm on the device. The cause of death has been requested and not received.